Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, no audio, which was experienced and confirmed during evaluation. Evaluation experienced a no audio condition on all volume/tone settings. The speaker impedance was out of specification. The rear case, including the failed speaker, was replaced.

Event description:
It was reported that a spectrum pump had no audio output. It was also reported there was no patient involvement.